Manufacturer narrative:
The unit was returned with no bolus, and no breath detect complaint, however, the issue could not be confirmed during testing because, breath detect value is 1780. Inspection revealed high internal pressure caused by a muffler filled with dust, leading to a blockage at the feed port and resulting in low sieve life (0%), low internal 02 (48.6%), and low external 02 (58.3%). Additionally, data log shows the '02 delivery error', possibly this can happen when cannula is not positioned correctly in their nose. Additionally, lower housing was replaced due to cosmetic damage.

Event description:
It was reported that when the patient was at their vacation home, their device stopped providing oxygen. The no bolus error message was noted. As a result, the patient loss conscious and went to their backup device at the time. Paramedics had arrived to assist the patient and gave the patient oxygen until they were stable. The patient has received a replacement device and has no ongoing complications from the event.